Event description:
It was reported to philips that the system gave an alert indicating a drive state error in the motor assembly which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system gave an alert indicating a drive state error in the motor assembly which can impact geometry movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found errors indicating an intermittent failure of the presence sensor interface card (bib) and the table height motion controller and requested onsite support. To resolve the issue, the philips field service engineer (fse) replaced the bodyguard interface board and the table height control unit based on the errors identified in the logs and replaced the amc ethercat drive. The system was kept under observation and geometry errors were detected and the issue was resolved by replacing the geo I/o box. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.